Event description:
Reportedly, episodes showing noise were observed during the follow-up performed on (B)(6) 2016. It is unknown if the patient had any medical intervention the days before (B)(6) 2016.